Manufacturer narrative:
The hill-rom technician found the pacm board was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the pacm board and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the intellidrive would run in reverse when the handles were pushed forward. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).